Event description:
It was reported that a monitoring device started alarming while a pt was connected to a ventilator. The pt was coded, disconnected from the ventilator and bagged. A humidifier was connected in the pt circuit during the event. (B) (4)

Manufacturer narrative:
(B) (4)